Event description:
Device malfunction: device #1 suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the suture broke. The device was removed according to the instructions for use. A second proglide device was used with the same results. A third proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested no additional information was provided.

Manufacturer narrative:
Device #2: proglide, part #12673-03, lot #69043-6h is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.